Event description:
According to the reporter: a multicentre collaboration was undertaken to assess the safety of laparoscopic ventral rectopexy (lvr) in light of concerns raised regarding the potential risk of mesh complications. The study aimed to determine the risk of mesh and non-mesh morbidity following lvr plus compare the safety of synthetic to biological meshes. Data collected over 14 years (1999 to 2013) from prospective pelvic floor databases in five centres (B)(6) were analyzed. The primary outcome was mesh morbidity, classified as vaginal erosion, rectal erosion, rectovaginal fistula (rvf) or perineal erosion. Secondary outcomes were non-mesh morbidity. Totally, 2023 patients underwent lvr (1764 synthetic mesh, 439 biological mesh; 93% female, median age 59 years). The 30 day mortality was 0.05%. Synthetic mesh was associated with erosion [p = 0.023, fischer's exact-test; 42 synthetic (23 polypropylene, 18 polyester, 1 teflon): 3 biological (all permacol; includes 2 ethibond stitch sinuses)]. Median time to erosion was 21 months (range 2 to 78). This is for one of the cases of erosion for biologic mesh.

Manufacturer narrative:
(B)(4).